Manufacturer narrative:
The insulin pump had alarmed button error followed by unresponsive act button due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. Unable to perform excessive no delivery alarm test due to keypad anomaly. The device had a cracked case at lcd window corners, cracked battery tube threads, and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 273 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.